Event description:
As reported, the 6f/7f mynx grip vascular closure device (vcd) failed a few months ago and then again 2 weeks ago. There were no reports of patient injury. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts. Addendum: a tear in the balloon was found during the product evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2112601 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, h1, h2, h3 and h6 as reported, the 6f/7f mynxgrip vascular closure device (vcd) failed a few months ago and then again 2 weeks ago. There were no reports of patient injury. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was not connected to the device with the stopcock closed. The sealant and advancer tube were observed remaining in the manufacturing position. The procedure sheath was not returned with the device. Per functional analysis, leak testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a micro tear in the balloon of the returned device. A product history record (phr) review of lot f2112601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.